Manufacturer narrative:
The screws were optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to mechanical overload. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records could not be reviewed because no lot number was provided. The results of the investigation conclude that the root cause for breakage was due to mechanical overload on the screws. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
The screw head broke off during implantation into the patient's bone. The screw shaft remains in the patient's bone. No secondary surgery is scheduled for screw shaft removal.